Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that their device was not communicating and said it couldn't read the settings. Patient stated that settings not available appeared on their controller. Patient also said that their implant battery was hardly going down and that it may go down 10-20% all weekend; agent understood as due to programming issues or changes. During the call, agent offered to walk patient through changing groups. Patient was on group a in program 1 at 5.0 and saw settings not available when trying to adjust the intensity. Patient switched to group b and was able to adjust their intensity. The issue was not resolved. Agent reviewed meaning of settings not available. The patient was redirected to their healthcare provider to further address the issue to meet with a representative for reprogramming. Patient reported they are not able to adjust the stimulation on group a, b, or c for the past 3- 4 months. Patient stated they are getting message cannot provide your desired intensity settings on the controller screen when they try to increase the stimulation. Agent asked clarifying questions and patient said he is getting the message on all the groups since 9 months ago. Patient service reviewed meaning of the message and recommend patient consult with healthcare provider ofc for next steps. Theissue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.